Event description:
The manufacturer received information from a third party service center alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. During the evaluation of the device at the third party service, thermal damage to the power cord was observed. The power cord was replaced to address the issue.